Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During insertion, upon starting to increase the pressure during the 1st inflation, immediate blood backflow was observed, and the balloon ruptured. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.